Manufacturer narrative:
The customer stated patient troponin I results greater than 0.4 ng/ml are retested prior to releasing reports out of the laboratory.

Event description:
The customer reported several elevated troponin I (accutni) patient results, involving unicel dxc 600i synchron access clinical system. The customer questioned sample integrity as the majority of patient samples are collected by nurses and tend to be short samples regularly. The customer questioned the nurses. Collection techniques. The elevated patient results were within the laboratory's elevated range of 0.04 ng/ml - 0.4 ng/ml. Subsequent testing produced results within the laboratory's normal reference interval. The elevated results were released out of the laboratory and questioned by physicians. Amended reports were issued. There was no report of patient injury or change in patient treatment associated with this event.